Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The valve explanted has not been received for evaluation and we are unable to determine the cause of the issue reported.

Event description:
The patient iop was 28 prior to the ahmed implanted. Her implant was placed on (B)(6) 2017. She had returned to the clinic the first post op day with complaints of pressure and sever pain in her operative eye. Nothing strange happened during surgery. Her iop was up to 32 prior to the doctor removing the ahmed 7 days postop. Her post removal iop was 40-7 days post op. Note was made o the patients complaints of pressure and pain in her operative eye prior to the removal.

Manufacturer narrative:
The valve was received for evaluation and additional information is provided. The unit was tested and it performed in compliance with acceptance criteria. The report could not be confirmed. There may have been aggressive scarring that occurred in the early post-operative phase. It could have been that these were inflammatory or from neovascular glaucoma, and the valve was plugged with blood or inflammatory tissue.

Event description:
The patient iop was 28 prior to the ahmed implanted. Her implant was placed on (B)(6) 2017. She had returned to the clinic the first post op day with complaints of pressure and severe pain in her operative eye. Nothing strange happened during surgery. Her iop was up to 32 prior to the doctor removing the ahmed 7 days postop. Her post removal iop was 40-7 days post op. Note was made of the patients complaints of pressure and pain in her operative eye prior to the removal.